Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported while removing an entire system the lead stretched/broke during this. The reason for the explant was the need for a full body MRI. No symptoms were reported. There were no further complications reported and/or anticipated. Additional information received reported the representative was contacted during the procedure by the urologist who indicated she was able to retrieve the lead in one piece, so no fragments were left in the consumer. It was noted that the lead did not break eventually and the lead was correctly explanted and thrown away.